Event description:
I had lasik surgery on both eyes in 1999 with an enhancement on the right eye in 2000. I have some vision related problems from this surgery, and many non-vision related problems. The non-vision related problems have greatly affected my quality of life. They are as follows: vision related: continuing star-bursts, particularly in low light situations. It is virtually impossible for me to see well in low light or to dive in tunnels. Vision has regressed to 20/60 in the right eye and 20/70 in the left eye. Quality or crispness of vision is not as good as it was before lasik. Non-vision related: my dry eyes were so severe after surgery that the dr put in 4 permanent punctal plugs -herrick plugs. This made my eyes so watery that I felt like I was in a swimming pool all the time. They tried to "flush" out the plugs but the process, after many repeated attempts, my tearducts were destroyed. I now have excessive tearing in the left eye due to scar tissue from punctal plugs, and I cannot wear eye makeup because it runs, and I constantly need to blot with a tissue. The right eye is excessively dry because of stretched out and destroyed tear ducts that also look terrible. I now am on permanent eye drops -restasis- to manage the dry eyes. In addition I had a droopy right eyelid after the surgeries. Prior to lasik my eyelids were symmetrical. The right eyelid was so droopy I had to pay for plastic surgery to fix it, and it still looks somewhat asymmetrical. Dates of use 1999 to 2000. Diagnosis or reason for use: short-sighted with astigmatism.